Event description:
The customer reported that his bg levels had remained consistently high (287 mg/dl - 490 mg/dl) over a two-day period. He had gone through five pods during this time; multiple boluses were administered using multiple pods, though his bg levels remained high. The report indicated that the cannula of the subject pod was kinked, but no alarm had been initiated. Though his bg levels are "normally in the 300 mg/dl range because of breakfast and activities" in the morning, he experienced high bg's of 345 and 349 mg/dl the morning the subject pod was being worn. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues.